Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks after implant, the implantable cardiac monitor (icm) detected false atrial fibrillation (af) due to undersensing and oversensing. The icm remains in use. No patient complications have been reported as a result of this event.